Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate erratic reading of ¿112 and 201 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. The inaccurate erratic issue began 3-4 days prior to the call to lfs. The patient claimed that based on the inaccurate erratic readings, she stopped taking her insulin regimen of 22 units of lantus on (B)(6) 2014 at 11pm/12am. On the morning of (B)(6) 2014 around 5-6 am, the patient reportedly developed symptoms of sweating and shaking. There was no report of any required medical intervention at the time of concern. During troubleshooting, the patient confirmed the control solution results were within the acceptable range. The reported readings of ¿112 and 201 mg/dl¿ were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the inaccurate erratic issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.